Event description:
It is reported that the patient experienced ventricular tachycardia (vt) and presented in the clinic. Upon device interrogation, it was noted that the implantable cardioverter defibrillator (ICD) exhibited incorrect interpretation of true ventricular tachycardia as supraventricular tachycardia (svt). Programming changes were made. The patient was in stable condition.